Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned for evaluation. While the reported issue was confirmed during the log evaluation, the exact root cause could not be determined nor reproduced during investigation. Air in line test with .4ml air bubble alarmed air in line. Air sensor thresholds measured in spec at 18mv air in tubing (spec is <100mv) and 1318mv fluid in tubing (spec is >600mv) a follow-up report will be provided should additional information become available.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the pump does not alarm for air in line during the infusion of propofol. There was visible air in the line, but the pump would not alarm.